Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode triggering error 31226. The unit was also tested on a patient side cart fixture test platform (pftp) and the rolling loop failed the test due to low reading. Once testing was completed, the fiber was tested, and it was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault on rolling loop assembly within the affected usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the system was having issues with the universal surgical manipulator (usm) 1. The customer confirmed that they disabled the usm 1 due to repeated recoverable faults. The intuitive surgical, inc. (Isi) technical service engineer reviewed the system logs and confirmed an error 32097. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the ports were placed when the issue occurred. The customer noted that they cleared the error on each occurrence to continue the case robotically for the case on (B)(6) 2025. The customer confirmed that the ports were placed when the issue occurred, the system had initially powered on without errors. The customer noted that they completed the case robotically on (B)(6) 2025 using only bipolar energy with the fenestrated bipolar forceps instrument.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.